Manufacturer narrative:
(B)(6).

Event description:
It was reported that transmitter failed error occurred on (B)(6). However, transmitter (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Data was received but does not reflect full investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on (B)(6). However, transmitter 8pk0f3 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Data was received but does not reflect full investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.